Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawers failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications could not be loaded due to the presence of a ghost cubie. A technical support specialist dialed into the station and confirmed that there were no longer any failed drawer icons or errors present on the station. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist tested the device.